Event description:
The customer reports that the device displays red x and then says its powering down and reconfiguring, device will not stop doing that. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device displays red x and then says its powering down and reconfiguring, device will not stop doing that. There is no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.